Manufacturer narrative:
The device was not returned and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported patient outcome could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that damage to the driveline or cables could cause the left ventricular assist device to stop. This IFU and the heartmate 3 lvas patient handbook contain information regarding how to care for the driveline. This patient handbook also instructs the user to call the hospital contact right away if the driveline is damaged (or might be damaged). A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to suspected suicide. The patient was found lifeless at home with the driveline severed. The patient lived alone. No additional information was provided.

Manufacturer narrative:
The previous submitted report was submitted with an incorrect aware date. The correct aware date is 21aug2018.